Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 83 months. Through follow-up with the health-care provider and the operative report, it was learned that the device was explanted due to mitral regurgitation, mitral insufficiency, perivalvular leak, and dehiscence.